Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As rec'd, the charger/modem would not power on. Upon eval, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4)_revk. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us dist returned a (B)(4) charger/modem indicating that it was resetting.